Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator system (scs) was not helping with the patients pain. It was noted that the patients leads were too high and lateral. All device components were explanted and will not be returned.